Event description:
The indication for this case was to remove calcification in the mid lad. A 0.9 elca was used to complete procedure in the mid lad. One hour later a drop in blood pressure was noted. A pericardiocentesis was performed and a perforation was noted in a diagonal vessel. The lad was intact. The physician repaired the injury and patient was hospitalized with a good prognosis.